Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy with cholecystectomy procedure, the pouch was being used for the cholecystectomy portion of the procedure. The patient presented with large gall stones. The gallbladder and stones were placed in the pouch and when trying to remove the device, the pouch ruptured. It is unknown how specifically the procedure was completed, but the contents of the pouch and the device itself were able to be removed from the patient without change to the procedure or change to the intra-operative patient care. There were no adverse consequences for the patient.